Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 11500a aortic valve, implanted in the pulmonic position, underwent a valve-in-valve procedure after an implant duration of 2 years, 11 months due to severe pulmonic insufficiency. The patient presented with heart failure and shortness of breath. The tpvr procedure was performed with a 26mm 9750tfx transcatheter valve. The patient was stable and transferred to recovery post procedure.